Manufacturer narrative:
(B)(4).

Event description:
The rptr stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens on (B)(6) 2011 in pt's left eye. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated iop. The lens was exchanged for a shorter length lens with slightly different diopter size. This resolved the problem. Pt's last visit on (B)(6) 2012 bcva was 20/20. See MFR #2023826-2012-00204 for right eye.